Event description:
It was reported to the boston scientific corporation that the capio slim was used on (B)(6) 2026. During the procedure, the device was deployed while loaded with a bullet, however, the bullet became stuck inside the device and then broke off inside. There was no patient complications reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment